Event description:
This device was returned for svc with a report that it had overinfused. The pump was being used for delivery of tpn from a 2000ml bag. The infusion was programmed to be delivered over a 12 hr period but the bag was reported to be found empty after 8 hrs. There was no report of any adverse pt outcome from this event.